Event description:
It was reported by service report that the brakes were not holding. The customer reported that they did not known if there was pt involvement and there were no adverse consequences reported.